Event description:
During reinfusion, bags were unable to be spiked as normal due to the position of the port on the bags. After agitating the port area, and re-spiking the bag, normal flow began, and reinfusion continued.